Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Malpositioned stent, stent repositioning, and iris touch are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
Glaukos learned through review of an article that a malpositioned stent required repositioning during a second surgery. At the time of the initial stent placement, visualization was compromised by blood reflux attributed to anticoagulants the patient had been taking. The surgeon was concerned that the stent did not implant in the appropriate position, but was unable to check the position of the stent due to blood obstructing visualization. Postoperatively, the surgeon found that the stent was not implanted in the correct location and that the inlet of the snorkel was contacting the iris. The stent required repositioning. Clinical follow-up was requested and on 07/17/2017 the surgeon provided the following additional event details. Following stent implantation, the surgeon attempted to remove the blood from the angle with viscoelastic, but was unable to do so. On postoperative day 20, the surgeon observed that the stent was malpositioned. Secondary surgical intervention was taken to correct the stent position. There was no adverse impact to the patient. The patient has been doing well since, and the iop was lowered sufficiently by the istent implantation. The surgeon reported the event as resolved.